Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. Troubleshooting was discussed with boston scientific technical services. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.